Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the calculations in the bolus feature were inaccurate. Review of pump calculations showed the pump should have calculated a bolus of 6.82 units and the customer reported the pump calculated and delivered 6.92units. The customer declined explanation regarding insulin on board (iob) when there is active insulin in the body. Additionally, it was reported that the pump timed out sooner than expected. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.